Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a waveone gold file broke during use. The separated piece could not be retrieved and was incorporated into the filling. No injury resulted.